Manufacturer narrative:
(B)(4).

Event description:
The patient presented to the hospital complaining of feeling faint. The right atrial lead exhibited noise that led to inappropriate mode switches. The patient was asymptomatic to the episodes. No intervention had been reported. The patient would be monitored.